Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /essure may be out of position/ malpositioning of the device is suspected.') In an adult female patient who had essure (batch no. B94875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizophrenia, pap smear and vaginal odour. Hysterosalpingogram (rsg} done on (B)(6) 2015. Previously administered products included for an unreported indication: lupron, ibuprofen, progesterone, mirena, tylenol and advil. Concurrent conditions included overweight, disability, vaginal odor, abdominal cramps, vulvovaginitis, perineal pain, migraine with aura, status migrainosus, tobacco user, endometriosis, laparoscopy, spotting vaginal, sinus disorder, cough, heartburn, nocturia, urinary frequency, discharge, vaginal itching, depressed mood, hot flashes, night sweats, arthralgia, back pain, headache, biopsy endometrium, haemorrhagic cyst, dyspnea, chest pain and bladder dysfunction. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2015 for contraception as well as celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2014, citalopram since (B)(6) 2016, hydroxyzine embonate (vistaril) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014, olanzapine (zyprexa) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problem condition : anxiety/ mental anguish") and depression ("psychological or psychiatric problem condition : depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure insertion (B)(6) 2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory positioning of essure device with bilateral fallopian tube occlusion; on (B)(6) 2015: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: a normal retroverted uterus with good essure placement. Normal appearing bilateral ovaries.; on (B)(6) 2017: impression- 1. Right-sided fallopian tube occlusion device appears located medially and malpositioning of the device is suspected. 2 . Probable hemorrhagic cyst or endometrioma the l eft ovary measuring 12 x 13 mm. 3. Small amount of fluid in the endometrial cavity with a possible e 2 x 4 mm endometrial polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, migraines, dyspareunia, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Lot number was added. New events added: pelvic pain abnormal bleeding (vaginal, menorrhagia), anxiety, depression,dysmenorrhea (cramping) , migraines / headaches,dyspareunia (painful sexual intercourse). Previously reported event infection nos was updated to infection (bladder/ urinary tract/vaginal) type: vaginal. Reporters ,concomitant drugs, concomitant conditions and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /essure may be out of position/ malpositioning of the device is suspected.') In an adult female patient who had essure (batch no. B94875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizophrenia, pap smear abnormal and vaginal odour. Hysterosalpingogram (rsg} done on (B)(6) 2015. Previously administered products included for an unreported indication: lupron, ibuprofen, progesterone, mirena, tylenol and advil. Concurrent conditions included overweight, disability, vaginal odor, abdominal cramps, vulvovaginitis, perineal pain, migraine with aura, status migrainosus, tobacco user, endometriosis, laparoscopy, spotting vaginal, sinus disorder, cough, heartburn, nocturia, urinary frequency, discharge, vaginal itching, depressed mood, hot flashes, night sweats, arthralgia, back pain, headache, biopsy endometrium, haemorrhagic cyst, dyspnea, chest pain and bladder dysfunction. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2015 for contraception as well as celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2014, citalopram since (B)(6) 2016, hydroxyzine embonate (vistaril) from (B)(6) 2014 to 15-nov-2014, nsaids since (B)(6) 2014, olanzapine (zyprexa) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problem condition : anxiety/ mental anguish") and depression ("psychological or psychiatric problem condition : depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure insertion (B)(6) 2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory positioning of essure device with bilateral fallopian tube occlusion; on (B)(6) 2015: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: a normal retroverted uterus with good essure placement. Normal appearing bilateral ovaries.; on (B)(6) 2017: impression- 1. Right-sided fallopian tube occlusion device appears located medially and malpositioning of the device is suspected 2 . Probable hemorrhagic cyst or endometrioma the l eft ovary measuring 12 x 13 mm. 3. Small amount of fluid in the endometrial cavity with a possible e 2 x 4 mm endometrial polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, migraines, dyspareunia, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /essure may be out of position/ malpositioning of the device is suspected.') In an adult female patient who had essure (batch no. B94875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizophrenia, pap smear abnormal and vaginal odour. Hysterosalpingogram (rsg} done on (B)(6) 2015. Previously administered products included for an unreported indication: lupron, ibuprofen, progesterone, mirena, tylenol and advil. Concurrent conditions included overweight, disability, vaginal odor, abdominal cramps, vulvovaginitis, perineal pain, migraine with aura, status migrainosus, tobacco user, endometriosis, laparoscopy, spotting vaginal, sinus disorder, cough, heartburn, nocturia, urinary frequency, discharge, vaginal itching, depressed mood, hot flashes, night sweats, arthralgia, back pain, headache, biopsy endometrium, haemorrhagic cyst, dyspnea, chest pain and bladder dysfunction. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2015 for contraception as well as celecoxib (celexa) from (B)(6) 2014, citalopram since (B)(6) 2016, hydroxyzine embonate (vistaril) from (B)(6) 2014, nsaids since (B)(6) 2014, olanzapine (zyprexa) from (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problem condition : anxiety/ mental anguish") and depression ("psychological or psychiatric problem condition : depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual issues"). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted as essure insertion (B)(6) 2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory positioning of essure device with bilateral fallopian tube occlusion; on (B)(6) 2015: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: a normal retroverted uterus with good essure placement. Normal appearing bilateral ovaries.; on (B)(6) 2017: impression- right-sided fallopian tube occlusion device appears located medially and malpositioning of the device is suspected probable hemorrhagic cyst or endometrioma the l eft ovary measuring 12 x 13 mm. Small amount of fluid in the endometrial cavity with a possible e 2 x 4 mm endometrial polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, migraines, dyspareunia, device dislocation most recent follow-up information incorporated above includes: on 4-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menstrual disorder ("menstrual issues") and infection ("infections"). At the time of the report, the device dislocation, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menstrual disorder ("menstrual issues") and infection ("infections"). At the time of the report, the device dislocation, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /essure may be out of position/ malpositioning of the device is suspected.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B94875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizophrenia, pap smear abnormal and vaginal odour. Hysterosalpingogram (rsg} done on 05jan2015. Previously administered products included for an unreported indication: lupron, ibuprofen, progesterone, mirena, tylenol and advil. Concurrent conditions included overweight, disability, vaginal odor, abdominal cramps, vulvovaginitis, perineal pain, migraine with aura, status migrainosus, tobacco user, endometriosis, laparoscopy, spotting vaginal, sinus disorder, cough, heartburn, nocturia, urinary frequency, discharge, vaginal itching, depressed mood, hot flashes, night sweats, arthralgia, back pain, headache, biopsy endometrium, haemorrhagic cyst, dyspnea, chest pain and bladder dysfunction. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6)2014 to (B)(6)2015 for contraception as well as celecoxib (celexa) from (B)(6)2014 to (B)(6)2014, citalopram since (B)(6)2016, hydroxyzine embonate (vistaril) from (B)(6)2014 to (B)(6)2014, nsaids since (B)(6) 2014, olanzapine (zyprexa) from (B)(6)2014 to (B)(6)2014 and paracetamol (acetaminophen) since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problem condition : anxiety/ mental anguish") and depression ("psychological or psychiatric problem condition : depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure insertion (B)(6)2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2014: satisfactory positioning of essure device with bilateral fallopian tube occlusion; on (B)(6)2015: essure device was successfully occluded; on (B)(6)2015: bilateral occlusion. Pregnancy test urine - on(B)(6)2014: negative. Ultrasound pelvis - on (B)(6)2016: a normal retroverted uterus with good essure placement. Normal appearing bilateral ovaries.; on (B)(6)2017: impression- 1. Right-sided fallopian tube occlusion device appears located medially and malpositioning of the device is suspected 2 . Probable hemorrhagic cyst or endometrioma the l eft ovary measuring 12 x 13 mm. 3. Small amount of fluid in the endometrial cavity with a possible e 2 x 4 mm endometrial polyp.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, migraines, dyspareunia, device dislocation most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events abdominal pain and general abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.